Event description:
A malfunction in which the pump failed to turn on was reported by the customer. There was no reported impact to the customer¿s blood glucose level. The pump was tested with various cables for over two hours but remained unresponsive, and arrangements were made for the pump's return and replacement with a new unit.